Manufacturer narrative:
(B)(4).

Event description:
Rec'd info the pt was not able to adjust stimulation. Pt programmer displayed showed "call your doctor" icon. Power on reset condition. MFR's rep attempted to clear the por on the phone with the pt but was not successful. She will meet with the pt in person and clear the por. Pt also complained of broken recharger belt which was replaced by the repair department. Add'l info has been requested and if rec'd a f/u report will be sent.